Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to replace the internal magnet. The implanted device remains. This report is filed (B)(6) 2015.

Event description:
Per the clinic, the internal magnet dislodged causing the patient pain. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.